Event description:
It was reported that the patient was in atrial fibrillation (af) and the implantable cardiac monitor was not detecting it. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).